Event description:
During surgery when abrasing the vertebral disc with this tfc vertebral cutter (12mm), however, the tip of the instrument fractured within the interbody. Therefore, another tfc vertebral cutter (14mm) was used instead. The fractured fragment was retrieved and there was no adverse outcome to the patient due to the event.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Result, and conclusion will be made available following engineering evaluation.